Manufacturer narrative:
The physician sutured the burn, resulting in a scar.

Event description:
The patient suffered a linear burn on the neck after a procedure that included liposuction followed by renuvion. The burn appeared 24 hours after the procedure.